Manufacturer narrative:
(B)(4). Eval: method: (procedural images or device was not provided for eval). Eval, results: (stenosis and severe calcification at lesion site), (incomplete stent apposition), (no device received for eval). Eval, results: (stenosis and severe calcification at lesion site).

Event description:
One resolute integrity rapid exchange (rx) drug-eluting stent was implanted in the mid lad during the index procedure. The stent was delivered and implanted but it was reported that the stent failed to expand to desired diameter. It was reported that the lesion was severely calcified with pre-procedure stenosis of 96.25%. Stent was post dilated with a noncompliant balloon. Pt was discharged on the same day as the index procedure. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).